Manufacturer narrative:
(B)(4). Batch # r58r81. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. Only the anvil half washer was present and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: what is meant by cannot fire well? After firing, staple cannot fully format. Did the device cut? Yes. Was the cutline complete? No. Did the device fire any staples into the tissue? Yes. Were the staples malformed? Yes. Was the washer cut completely? Not available. Was the donuts complete? No. What firing range was the device dialed to prior to firing? Cannot make it to the green range. In the event it stated that there was a patient consequence. The surgeon removed the staple, sutured the wound, then re-fired another device again, and patient is safe now.

Manufacturer narrative:
Product complaint # (B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by cannot fire well? Did the device cut? Was the cutline complete? Did the device fire any staples into the tissue? Were the staples malformed? Was the washer cut completely? Was the donuts complete? What firing range was the device dialed to prior to firing? In the event it stated that there was a patient consequence. Please explain the patient consequence? How was the patient consequence resolved?

Event description:
It was reported that during an unknown procedure, cannot well fired, some clip dropped. Surgeon removed the clip and suture again and apply another cdh again. Patient consequence?: yes. Patient consequence description: safe.